Event description:
Patient in or for lap hemicolectomy with resulting splenic laceration. Force triad esu failed resulting in conversion to an open procedure to control the bleeding. Manufacturer response (as per reporter) for esu, force triad.once our testing is complete and as this is still under warranty with one similar incident, the manufacturer will be able to take the equipment.

Event description:
Patient in or for lap hemicolectomy with resulting splenic laceration. Force triad esu failed resulting in conversion to an open procedure to control the bleeding. Manufacturer response (as per reporter) for esu, force triad.once our testing is complete and as this is still under warranty with one similar incident, the manufacturer will be able to take the equipment.